Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility regarding the reported event and limited information was provided. The user facility reported that in-service training is conducted at the site twice a year with an olympus endoscopic support specialist. The root cause of the reported event cannot be determined at this time. In addition, as part of our investigation an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to assess and observe the account¿s reprocessing practices and to provide reprocessing training if necessary. The user facility has not finalized a date for this visit.

Event description:
Olympus was informed that two of the user facility's devices repeatedly exhibited positive cultures after reprocessing. It was reported that pseudomonas aeruginosa was found at the distal end of the first device and that the microorganism found on the second device is unknown. There are no associated patient infections. Additionally, the user facility reported that prior to use the scopes are prewashed and hung for a five day period. This is report 2 of 2.